Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. It was reported that the lead's stability was in question at implant due to lack of adequate target branches in the coronary sinus. This lead was explanted and replaced. No additional adverse patient effects were reported.